Event description:
An article in (B)(6) titled "retrospective analysis of the effect of a vagus nerve stimulator implanted in paediatric patients with refractory epilepsy" was published in jul 2016 which included suspected device malfunctions involving 3 vns patients. One patient 1 underwent device explant surgery due to high impedance. One patient 2 underwent device explant surgery due to high impedance. One patient 3 underwent device explant surgery due to high impedance. This manufacturer report captures the patient 3 who underwent device explant surgery due to high impedance. Manufacturer report # 1644487-2016-01720 involves the patient 1 who underwent device explant surgery due to high impedance. Manufacturer report # 1644487-2016-01722 involves the patient 2 who underwent device explant surgery due to high impedance.